Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was inconclusive due to the condition of the returned sample. One 4 fr s/l groshong catheter was returned for investigation within the distal connector sleeve of the two-piece connector. The stylet had been removed and the catheter had been trimmed to length between the 46 and 47 cm depth marks. The proximal end of the catheter and the proximal connector piece were not returned for investigation. A microscopic examination revealed biological material in the catheter lumen. Since the catheter had been placed and the stylet had been removed, the sequence of the insertion process indicates that the catheter was patent to infusion when it was primed before use. A functional test of the returned sample revealed that the catheter was patent to infusion and aspiration. Since the proximal end of the catheter was not returned for investigation, the complaint was inconclusive. The sample was incomplete, but no occlusions were observed in the returned catheter segment.

Event description:
It was reported that flushing and aspiration were attempted with no success just after catheter placement. Lumen occlusion was allegedly confirmed after catheter removal. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon a lot history review (lhr) of rebn1394 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that flushing and aspiration were attempted with no success just after catheter placement. Lumen occlusion was allegedly confirmed after catheter removal. No patient injury was reported.